Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4) complaint status: in process mdt initial contact: (B)(6) taken by: (B)(6) customer calls to report a broken battery cap. How was battery cap broken? Document was customer using belt clip or coin to open battery cap? Yes/no document pump case intact. Sending a replacement battery cap. Country: (B)(6) city: (B)(6) input date: (B)(6) 2019 warranty start: 05/11/2017 warranty end: 05/10/2021 batch - (B)(4).